Manufacturer narrative:
Section d2b: product code corrected section d4, primary UDI number: corrected section h4 - device manufacture date - corrected manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed; however, the centrimag console was determined to have been unrelated to the root cause of the reported event. The returned centrimag console (serial number l06921-0004) was functionally tested and performed as intended throughout all testing. The root cause of the reported event has been addressed via the centrimag motor¿s investigation and was not correlated to an issue with the console. Review of the device history record for the centrimag console, serial number l06921-0004, showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag had s3 system alert during set up. The alert failed to clear and per the operating manual, the message was recorded. Related manufacturer reference number: 3003306248-2024-00034 (centrimag motor).

Manufacturer narrative:
A1-a4: there was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.